Manufacturer narrative:
The device is currently undergoing analysis. When additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this device displayed high shock impedances, high pace impedances on the right atrial (ra) lead, noise on all three channels, oversensing and inappropriate shocks. The patient was seen for a revision procedure where it was noted that the device header was loose. The device was explanted and replaced. There were no additional adverse patient effects reported. The device has been returned for analysis.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. X-ray examination was performed. All header wires were found to be fractured. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case. This device is included in the subpectoral implant advisory population.